Event description:
It was reported that when removing the sutureless connector from the existing pump for expected end of life (eol) replacement, the neurosurgery resident was unable to remove the connector intact. It was noted that the catheter was partially explanted. A four cm segment of the catheter from the existing catheter was trimmed off and 13 cm of catheter from newly implanted catheter was spliced on to change out the sutureless connector. The patient status at the time of reported was alive with no injury. The patient was kept on the same infusion rate and a priming bolus was performed to reflect the new total length of implanted catheter. The pump was infusing baclofen, type specified as gablofen.

Manufacturer narrative:
Analysis of the pump revealed a low battery reset due to an undetermined cause.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the 8596sc catheter found coring/tears/cuts in the seal of the sc connector that met the leak criteria. Analysis also found that the difficulty with the sc connector led to explant.